Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a carotid tavr procedure with a 26mm sapien 3 valve, the right sinus was not well visualized on fluoroscopy, and the valve was implanted too high into the aorta. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra valve. The procedure was successful and the patient was discharged in stable condition. Per medical opinion, the root cause of the valve malposition was the angle of implantation was not accurate.

Manufacturer narrative:
Correction to h6 based on additional information. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment the complaint for malpositioned thv was unable to be confirmed due to unavailability of relevant imagery or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'a case of an implant of 26mm edwards sapien 3 transcatheter heart valve in aortic position by carotid approach. Right sinus not well visualized on fluoroscopy. During the procedure, the angle of implantation was not accurate and the first valve was implanted via the carotid too high into the aorta', and 'as per medical opinion, the root cause of the malposition was that the angle of implantation was not accurate'. Per training manual, 'a coplanar view is critical for correctly positioning and deploying the thv'. As such, available information suggests that procedural factors (inadequate fluoroscopy view, valve positioning and deployment technique) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was initially reported by an edwards canada affiliate, that during a carotid tavr procedure with a 26mm sapien 3 valve, the right sinus was not well visualized on fluoroscopy, and the valve was implanted too high into the aorta. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra valve. The procedure was successful and the patient was discharged in stable condition. Per medical opinion, the root cause of the valve malposition was the angle of implantation was not accurate. However, upon further follow up, it was clarified that during a trans-carotid procedure in the aortic position with a non-edwards valve, the valve was misaligned. It was decided to implant a 26mm sapien 3 valve, however, it embolized as it moved within seconds into the descending aorta and was inverted. The team used a balloon to help stabilize and maintain blood flow until a second 26mm sapien 3 ultra valve could be deployed inside the first 26mm sapien 3 valve in the descending aorta. Afterwards, another non-edwards valve was implanted in the correct position inside the first non-edwards valve, and the patient outcome was good. Per medical opinion, the physician under estimated the inner diameter of the core valve, and it is the reason why the 26mm sapien 3 valve embolized.

Manufacturer narrative:
The device was not returned to edwards as it remains implanted, however, the following instructions for use (IFU) were reviewed: certitude delivery system with s3 thv, IFU, procedural training manual, and supplement valve-in-valve procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolizes into the aorta was unable to be confirmed due to unavailability of relevant imagery or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'during the procedure, the non edwards valve (medtronic evolute valve) was implanted in the aortic annulus but was misaligned. It was decided to implant a 26mm sapien 3 valve that embolized as it moved within seconds into the descending aorta and was inverted'. The thv embolized into aorta could potentially due to procedural factors (i.e. Select incorrect valve sizing, loss pacing during the deployment, valve positioning and deployment). Due to unavailable of relevant imagery and information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.